Event description:
A dialysis facility reported that there was excessive fluid removed from a patient during a hemodialysis treatment. The patient c/o "feeling bad" after two hours. Based on the reported weights and the adjusted goal, there was a weight loss variance of approximately 1.6 kg. The pt was discharged in stable condition. There was no serious injury or illness.